Manufacturer narrative:
It was reported that, during a total hip replacement, after trailing the head, the inside pieces from the trial femoral head 36 s/+0 broke off. All pieces were retrieved by hand, nothing was left in the patient. Patient was not harmed as a consequence of this problem. The complaint device has not been completely returned. A visual evaluation of the returned part was conducted, and it was concluded that the device shows a broken tab which was not returned for investigation. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed 1 additional similar complaints reported for the same batch, and 17 additional similar complaints for the same product number over the past 12 months with similar failure mode. The root cause of the event can be attributed to a known inherent risk of the device. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might bend or break off. These failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is still within the risks level that are anticipated in the risk management documentation. The current design will be further monitored through post-market surveillance processes. No further actions are necessary at this time point. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Nevertheless, smith+nephew will continue to monitor this device for similar issues. The returned device will be discarded.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr, after trailing the head, the inside pieces from the trial femoral head 36 s/+0 broke off. All pieces were retrieved by hand, nothing was left in the patient. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not harmed as a consequence of this problem.